Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Device evaluated by manufacturer? No, lens not returned. Event problem and evaluation codes: method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's right eye (od) and the lens tore/broke during injection. There was no reported injury or complications. The lens was exchanged for another same model lens and the problem was resolved. The patient is happy with the results.